Manufacturer narrative:
It was reported that on (B)(6) 2025, a provided "tapped on the three-way and the syringe cracked causing both contrast and blood to spray across the procedural suite into our anesthesia providers eyes." The customer stated that the anesthesia provider's eyes were "flushed" for "15 minutes" and was taken to the "emergency department where blood was drawn." The customer said the procedure was able to be completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, a provided "tapped on the three-way and the syringe cracked causing both contrast and blood to spray across the procedural suite into our anesthesia providers eyes." The customer stated that the anesthesia provider's eyes were "flushed" for "15 minutes" and was taken to the "emergency department where blood was drawn."